Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and resumed insulin delivery. System check was performed by tandem technical support; however the customer declined to complete the check. Multiple follow up attempts from tandem technical support were not returned. Customer's blood glucose was 150-153 mg/dl.